Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott that the patients ipg is inoperable. Patient reported that the ipg would not communicate. The patient programmer showed error 2501 and the charger could not locate the ipg. The patient has not charged in over 3 months because they had lost their charging cords. Patient found the charging cords and now is unable to charge due to inoperable ipg. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.